Event description:
According to the reporter: the surgeon informed the sales rep that the patient returned to the o.r. With an anterior anastomotic leak. The patients had a washout and a diversion. Further details could not be obtained.

Manufacturer narrative:
(B)(4).